Event description:
Reporter received from an international affiliate of a tubing leak of chemotherapy. The report stated the following: "a leakage occurred at the connection of the IV set (male adapter) to the catheter with increased pressure with adriamycin infusion, a chemotherapy agent. A pt was connected when this incident occurred but no info is available about this pt. The incident occurred while the medication was infusing at the beginning of the treatment via peripheral IV access. The treatment was then interrupted and the rn tried tightening the connection but it kept leaking. The entire IV set was then changed. As per consequences, the solution leaked onto the skin but no reported adverse reaction occurred. The IV dressing was changed following this incident." Though requested, no additional info was provided.